Event description:
Emergency medical system personnel were treating a witnessed arrest pt. Reportedly the device "powered up like it was going to charge, then shut off." The pt outcome was not reported.